Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that the esc button is not working. Customer stated that she got a low reservoir alarm and was not able to clear it out, so she took the battery out. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump was received with a cracked case at a display window corner and minor scratches on the display window.